Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the one of three devices used during the same procedure on (B)(6) 2015. Refer to manufacturer report # 3005099803-2015-02959 and manufacturer report # 3005099803-2015-03025 for the other associated device information. It was reported to boston scientific corporation that two captiflex medium oval snares were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when halfway through the polyp the first snare (manufacturer report # 3005099803-2015-02959) was no longer cut and not cauterizing. The loop wire became embedded in the polyp so they cut the wire leaving the loop embedded in the polyp. A second snare and cautery were used to remove the polyp and retained snare but was unsuccessful. The snare was left inside the patient and the endostat was removed from service. The procedure was not completed due to the event and the patient was transferred to another hospital to undergo surgery for removal of the polyp and snares. It was reported that the snare was removed successfully and patient went home for recovery.